Manufacturer narrative:
Unit received with intermittent response form all buttons due to missing keypad overlay. Unit passed displacement test and self test. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the plastic piece popped out on up, right, down arrow button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.